Manufacturer narrative:
The device was not rec'd by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report 3 of 4. Report was rec'd from (B)(6) stating that the device had packaging defects; debris in the sterile packaging was observed. It is known that the device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no add'l info provided.